Event description:
T was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.